Manufacturer narrative:
Updated report to include additional information/ invstigation conclusions. Coding updated in h6 to reflect current type/ findings/ conclusions. Follow up type and number entered. Engineering conclusions include the following: no evidence of a design/ labelling/ manufacturing non-conformance was found. No DHR review is required. No trend was observed as this is the first event evaluating 12 months prior to the event. Appropriate risk documentation exists for this type of event. Applicable statements and warnings exist in the instructions for use (IFU) including warning regarding overinflation. The user inflated the balloon to 2cc (or 2ml) which is greater than the maximum inflation volume stated in the instructions for use. The most likely cause of the adverse event is expected to be the misuse of the device in overinflating the balloon. No evidence of an ecv or supplier manufacturing nonconformance has been found. Enablecv (a subsidiary of edwards lifesciences) will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was returned for evaluation and no device problem or malfunction was found. Based on intial communications, user error while using the device was confirmed. Additional information received will be supplied in respective follow up communication. No evidence of a manufacturing defect was found. Enablecv (a subsidiary of edwards lifesciences) will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Proplege device was successfully placed into the coronary sinus using tee. 2cc injected into the balloon. Mild ventricularization was seen once 1.8-2cc was injected into the balloon, and after initial ventricularization the patient decompensated quickly. Posterior pericardial effusion was seen on echo. Main coronary sinus ruptured and had to be repaired. Sternotomy was performed and case was converted to open. No product malfunction is suspected. 2cc is more than the volume instructed in the instructions for use.